Event description:
Guidant received information that this implantable cardioverter defibrillator (ICD) could not be interrogated. The correct software was confirmed on the programmer. The device was explaned and a new device was implanted.